Manufacturer narrative:
H.3., h.6.: the actual complaint product was not returned for evaluation. The device history record and sterilization record for this lot have been reviewed and found to be in compliance. A trend related investigation was performed; no trend could be identified. There was no nonconformity or deviations during the manufacturing process which related to the nature of the complaint. The root cause could not be determined. D.4.: this is the first of two reports for the same patient involving two lot numbers of the same product. It is unknown which contributed to the event. Refer to the first report filed under the manufacturer internal reference number of (B)(4). The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
As initially reported by non-healthcare professional it was stated that consumer used the contact lenses that had a rip in them which caused the ulcer in the eye and had thrown away the contact lenses. Consumer was unable to go out for work for two days and was treated with an unspecified antibiotic for even days. The current condition of the consumer's eye was symptoms resolved at the time of this report. Additional information has been requested but not yet available.